Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels that were out of the glucose meter's range. The customer was also nauseous. Troubleshooting was performed, and the daily totals did not add up correctly. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.